Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of implant: (B)(6) 2008. Conflicting information has been received regarding implant date. The patient reported via voluntary medwatch report that the implant date was (B)(6) 2008; the attorney alleged the implant date was (B)(6) 2008. Neither the patient's medical records nor information from healthcare professional have been provided. Without additional information we are not able to determine / confirm the correct implant date at this time. (B)(6).

Event description:
Reportedly, the patient developed "mental anguish and the fear of needing another surgery."

Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, after some time, the patient "developed overg rown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.